Event description:
Healthcare professional reported right side 'oozing expander with exteriorization of liquid around it and responsible of an effusion' and "lymphorrhea." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphorrhea" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: 'oozing expander with exteriorization of liquid' and "lymphorrhea".

Event description:
Healthcare professional reported right side 'oozing expander with exteriorization of liquid around it and responsible of an effusion' and "lymphorrhea." Device has been explanted.